Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the da vinci product to perform failure analysis. The permanent cautery hook instrument was analyzed and found to have a broken distal clevis at the base of the clevis. The broken piece was not returned, measuring roughly 0.32¿ x 0.20in size. Clevis does not show abrasions or scratches on the outer surface. Components adjacent to the broken clevis show damage which may indicate potential mishandling/misuse. The conductor cap is missing and the conductor wire is dislodged. The instrument was found to have a completely broken and missing conductor cap. The missing piece was not returned and measure approximately in size 0.19¿ x 0.25.¿ common causes of the failure mode broken instrument distal clevis are attributed to damage during use, which may result from applying excess force on the instrument tip during handling, insertion, usage (overloading), or removal. Instrument collisions with other hand-held instrumentation or instrument driven outside the field of view can also cause damage to the instrument distal clevis. .

Event description:
It was reported that there was a broken cable with a da vinci product. The customer reported event has no report of patient injury.